Manufacturer narrative:
Event date: (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's minicap transfer set was damaged and leaked. This was discovered while the device was in use and connected to the patient. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye which noted a deformed occluder. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak through the set was identified during leak testing and clamp function testing. The reported problem was verified. The cause of the leak was determined to be a deformed occluder. An assignable cause of the deformed occluder was undetermined. Should additional relevant information become available, a supplemental report will be submitted.